Manufacturer narrative:
The device history record (DHR) for the lot number 7495991 was reviewed on 8/1/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 15, 2020 stating an explant was performed on (B)(6) 2020. On october 23, 2020 mentor received additional information clarifying that the device was not explanted or deflated. Saline was removed from the device and it was re-used in the patient. Re-use of the devices is off-label use, as it is contraindicated per the instructions for use. Removal of saline indicates a likely asymmetric appearance. 2. Is other serious- uncheck 2. Is required intervention- check manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 14, 2020. The explant was cancelled. 2. Is required intervention- uncheck. 2. Is other serious- check. At the time of this report, mentor has received information that the explant has been cancelled. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate plus profile 800cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed. As a result, prosthesis replacement with mentor gel implants is planned for (B)(6) 2018.